Event description:
On (B)(6) 2022 the patient underwent an elective outpatient procedure: anterior cruciate ligament (acl) repair right knee (due to a diagnosis of a sprain of the anterior cruciate ligament of the right knee). The surgeon identified a foreign body in the right knee from an xray performed in the office on post operative visit on (B)(6) 2023. The patient returned to surgery on (B)(6) 2023 and underwent a right knee arthroscopy and removal of foreign body right knee. The retained object was a needle, a part of a arthrex device commonly used for these procedures, that apparently became dislodged in the initial surgery.